Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was experiencing differences in his sensor glucose and blood glucose levels. Customer's sensor glucose level was 78 mg/dl and blood glucose level was 157 mg/dl. Customer recorded another reading, sensor glucose was 90 mg/dl and blood glucose was 35 mg/dl. Customer was unable to calibrate the sensor. Customer declined troubleshooting. Customer will not be returning the device for analysis.